Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The concentric target lesion containing an acute bend was located in the mildly calcified proximal left anterior descending artery. The lesion contained >=90 degrees bend. A 3.00 x 20mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent shaft got acute kink. The procedure was completed with a different stent. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The complaint investigation conclusion code is: adverse event related to patient condition.